Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the controller was changing from one power source to the other continuously resulting in a controller exchange. There was no reported patient injury related to this event. The controller was exchanged by the facility and returned to the manufacturer. Evaluation did not confirm the reported event as no failure was detected. The most probable root cause for the reported power switching event could be attributed to a malfunctioning power source peripheral to this controller. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient's controller was changing from one power source to the other continuously resulting in a controller exchange. The controller was returned to the manufacturer for evaluation. No patient harm or injury was reported as a result of the reported event.